Manufacturer narrative:
After evaluation of the data available the root cause could not be determined. Suspect the tracker was inadvertently moved in relation to patient anatomy during the middle of the procedure, causing inaccuracy as the accuracy was regained once they re-registered. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess) procedure, the surgeon was inaccurate. No specific details of the inaccuracy were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported that at the start of the procedure, everything was fine. It was in the middle of the procedure when the inaccuracy occurred, approximately 10mm laterally, with all instruments both superficially and deep. The patient was re-registered and the procedure continued to completion. Medtronic representative made recommendations to the site in tracer technique to utilize a pattern that includes anatomy that will target deeper points internally. On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed. No parts have been returned to manufacturer for analysis. No further issues have been reported.